Event description:
I use the aventis opticlik pen to administer insulin. The pen stopped displaying the units of insulin. I have been unable to get through to either the manufacturer or my physician to obtain another, working pen. The aventis opticlik pen fails to display the unit dose of insulin.